Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this invovf

Event description:
During service test, the customer had concerns about the helium leak. The company representative advised the customer that the current tanks were expired, and new helium tanks needed to be purchased. The customer was also advised to contact getinge service to schedule a service call. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Getinge service was not requested in connection with this event. However, the customer has advised that new tanks were purchased as discussed, and no other issues have been noted since then.

Event description:
During service test, the customer had concerns about the helium leak. The company representative advised the customer that the current tanks were expired, and new helium tanks needed to be purchased. The customer was also advised to contact getinge service to schedule a service call. There was no patient involvement and no adverse event was reported.